Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a descending thoracic aortic aneurysm approximately one year ago. Aneurysm and vessel morphology were not reported. It was reported that there was no endoleak post implant. At the one year follow-up a proximal type 1 endoleak was seen. The physician commented that the cause of the endoleak is unknown. The decision was made to perform an additional procedure with another manufacturer's stent at a later date. No additional clinical sequelae were reported. Film review determined there is insufficient information; cause of the endoleak is unknown. Films showed a likely proximal type 1 endoleak. Due to the limited view provided in the films (transverse slices only), the precise location and possible cause could not be determined.

Event description:
Additional information was received for this case. A CT revealed that there was a proximal type I endoleak and the abdominal aortic aneurysm is 5 cm in diameter. The physician decided to take a wait-and-see approach. Two months later the proximal type I endoleak had not resolved, aneurysm size 5.4 cm. It was reported that six months later the physician elected to implant another manufacturer's stent graft and the endoleak was resolved. The physician believes the cause of the endoleak was due to calcification and an angulated proximal neck.

Manufacturer narrative:
(B)(4): evaluation, results: patient's condition affected effectiveness of device (calcification and an angulated proximal neck). Conclusion: device failure/lack of effectiveness related to patient condition (calcification and an angulated proximal neck).

Manufacturer narrative:
Evaluation, method: films evaluation, results: inherent risk of procedure (endoleak); (unknown cause of endoleak). Evaluation, conclusion: (unknown cause of endoleak).